Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was beeping and had a black circle on display screen. It was reported that customer then received a button error alarm and was not able to clear alarm. Customer's blood glucose was 289 mg/dl. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The black circle or alarm icon functioned properly during testing. There was no button error alarm or unexpected beeping anomaly noted. All buttons functioned properly. However, unit had moisture on keypad traces. The unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at window display corner, scratched reservoir tube window and stained endcap sticker.